Event description:
It was reported additional manipulation was made on the tibial block for correct alignment. Surgeon made cut through block and had to change rotation before placing and pinning tibial trial tray.